Manufacturer narrative:
Device passed displacement test and failed self test. Device unable to vibrate due to broken vibrator red wire. Device received with no vibrate due to broken red wire at the vibrator motor and received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and cracked case from reservoir tube window corners. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated that the act button did not respond. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.